Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime, excessive no delivery test due to prime alarm. The insulin pump passed self-test, unexpected restart test and all operating currents measurement were normal. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and broken insulin pump belt clip slot. The insulin pump received without the original pump belt clip. Unable to verify damage anomaly on belt clip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 110 mg/dl. The customer stated that insulin squirted out during manual prime. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear protruded. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The insulin pump was returned for analysis.